Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's right ventricular lead exhibited low impedance and noise resulting in pacing inhibition. The low impedance resulted in a polarity switch and caused diaphragmatic stimulation. Programming changes were made. The patient was in stable condition.